Manufacturer narrative:
Patient weight is unavailable. Device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a non-functional ICD lead from the right ventricle (rv), an injury occurred. Reportedly, a 16f glidelight device was used to advance down the lead to the point of the superior vena cava (svc), when the patient blood pressure dropped. A sternotomy was immediately performed to successfully repair a peg sized hole that was identified in the vessel. The injury was reportedly at the junction of the svc and right atrium (ra). The patient survived this intervention and outcome was good.